Event description:
It was reported that a pta balloon ruptured circumferentially and detached after the first inflation (atm unk). The detached portion of the balloon was successfully retrieved using another catheter. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. To date, the sample has not been returned to the MFR for eval. The investigation is currently underway.